Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay additional information. The following sections were updated: a3, b5, d5, d10, e2, e3, g3, g4, h2, h3, h6, h10. The device evaluation could not be performed as the product location was unknown. The reported event was unable to be confirmed. The review of the device manufacturing quality record indicates that (B)(4) products refobacine revision 1x40 g, reference 3011630001, batch a545ah1412 were manufactured on 07th march 2016. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue. No other complaint on the issue has been recorded for reforbacin revision 1x40 g, reference 3011630001, batch a545ah1412 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the inner sterile packaging was compromised which allowed the cement powder to leak out. There was no patient involvement. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
Cmp-(B)(4). Unique device identifier: (B)(4). Report source- foreign. The event occurred in (B)(6). The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the inner sterile packaging was compromised which allowed the cement powder to leak out. No further information has been made available at this time.